Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was oversensing noise. Programming changes were made to resolve the oversensing. The patient was in stable condition.